Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, there was an error in weight loss (ultrafiltration more than programmed), involving a pediatric patient during a treatment with phoenix dialysis equipment. An ultrafiltration alarm was observed; no indication about the relevant error code was reported. A baxter qualified technician did an evaluation on site of the equipment and found the ultrafiltration pump failed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The patient was reported to be a pediatric patient. The device was not received for evaluation; however, the machine was inspected on-site by a qualified technician. A problem on the ultrafiltration pump was observed; the pump was replaced to resolve the issue. Functional testing was performed successfully and the machine was released. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.